Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after the tourniquet was placed, the tensioning strap was tightened with the twist lock. Before the arterial bleeding in the forearm was stopped, the tension strap tore at the suture to the corpus of the tourniquet and was therefore useless. A new tourniquet was used to stop the bleeding. The patient's current condition is unknown.

Manufacturer narrative:
Qn# (B)(4). Upon receipt, the matr was visually inspected. It was observed that the matr cord was no longer on the platen end. The unit was then disassembled. The cord was tightly wound around the internal gear mechanism. The ends of the cord appeared frayed and were likely torn apart from the platen. A review of the c of c found that the lot passed all acceptance criteria and was released in december 2016. Based on the cord being completely wound around the internal gear mechanism, it is possible the gear was not fully reset between uses and/or the web strap was not completely tightened prior to tightening the turn key. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that after the tourniquet was placed, the tensioning strap was tightened with the twist lock. Before the arterial bleeding in the forearm was stopped, the tension strap tore at the suture to the corpus of the tourniquet and was therefore useless. A new tourniquet was used to stop the bleeding. The patient's current condition is unknown.